Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for a fracture of distal end of the tibial shaft with tna implants. The surgeon inserted 3 mm k-wires as blocker pins at the distal and the proximal ends of the fracture site to insert reaming rods. After inserting reaming rods, the surgeon performed reaming manually or by hammering because there was concern that using the device electrically would shave the k-wires. After the surgeon moved the device in and out at the area where the k-wires were inserted several times, what looks like a metal fragment was found in the patient¿s body by an image intensifier. When the device was checked, the root of the reamer head in question was found to be broken, and the fragment of the reamer head remained in medullary cavity. A nail was inserted with the fragment of the reamer head remaining in the medullary cavity at the discretion of the surgeon. The surgery was completed successfully within 30 minutes delay. The patient outcome was reported to be stable. This report involves one 8.5mm medullary reamer head. This is report 1 of 1 for (B)(4).